Manufacturer narrative:
Note: product reference 4430425 is not cleared for sales in the USA, , but it is similar to the product reference 5430425 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation results: the involved access port has been received for evaluation with its catheter ring. The catheter was not returned for evaluation. No visible defect has been detected on it. It is dimensionally compliant with the specifications. A disconnection test has been performed on the returned device connected to a catheter from the manufacturer stock. The disconnection force is superior to the requirement of the iso standard 10555-6. Conclusion: the returned catheter presents no failure and is compliant with the requirements; the incident is isolated; the incident was discovered 3 months after the implantation. This information allows us to deduce that the catheter disconnection is probably due to incorrect catheter/port connection. The IFU's describe how to correctly connect the device in order to avoid premature disconnection. No corrective action envisaged.

Event description:
Access port inserted on (B)(6) 2016 at (B)(6). Patient underwent chemotherapy at (B)(6) on (B)(6) 2016: leakage noted and patient complained of pain upon flushing with saline. Patient referred to (B)(6) on (B)(6) 2016 for reassessment of chemoport. Exploration done on (B)(6) 2016 : catheter is not longer attached. It migrated inside the right atrium. Catheter removed on (B)(6) 2016. Access port removed on (B)(6) 2016 .